Manufacturer narrative:
Correction: previously stated: the alleged 410-2000, surefit grounding pad, is not expected to be returned for evaluation and review. The complaint is inconclusive. Photographs of the ground pad were provided however, no photographs of the burn on the patient were provided. Review of the photographs of the ground pad show several areas where the pad has slightly burned. Evaluation of the returned device: complaint of a patient burn is inconclusive. One 410-2000 was received in opened unoriginal packaging, the reported catalog number was verified, the lot number was not verified. Visual inspection found that the pad exhibited burn marks at the edge. Inspection also found that the gel was very dry. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The alleged 410-2000, surefit grounding pad, is not expected to be returned for evaluation and review. The complaint is inconclusive. Photographs of the ground pad were provided; however, no photographs of the burn on the patient were provided. Review of the photographs of the ground pad show several areas where the pad has slightly burned. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 12 complaints regarding 32 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; after patient is in the final position, carefully remove the pad from the disposable liner by grasping the pad from the pad pull tab (located at the wire attachment end of the pad) and peeling the pad diagonally from the disposable liner. Avoid excess skin or fingers contact with the adhesive or gel surface prior to application. Apply the pad firmly to skin, ensure full adhesion of the pad gel and adhesive, and full pad contact with the adhesive or gel surface prior to application. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported the 410-2000, surefit, esu pad left a 3rd degree burn on a patient's back side during a osteochondritis dissecans procedure on (B)(6) 2018. The surgeon reported he felt the adhesive strength of the pad was weak. The esu system alarmed when the surgeon started the procedure; they pulled the cable out of the esu and re-plugged it in. They did not check the status of the pad. The alarm stopped. After 30 more minutes the alarm rang again; they then checked the pad and noticed the pad was peeling away and not sticking to the patient. They noticed the patient was burned. They continued the surgery by placing a new pad on the patient. There was no additional information received about the treatment of the burn post-surgery, nor how the skin was prepped prior to the pad placement. A request for photographs of the burn was made, but none were taken. This report is being raised based on patient injury.